Manufacturer narrative:
The reported observation of ¿unable to set ipg to MRI mode¿ was not confirmed when referencing the implantable pulse generator (ipg). The analysis results concluded there were no indication of an impedance issue due to the performance of the ipg. There was no reported loss of therapy. The device entered the service application state during explant. Per the clinicians manual (B)(4) warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Event description:
Related manufacturer report number 1627487-2023-01956. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in patient's lead. In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.